Event description:
The customer's daughter in-law reported the customer was receiving an error message on their precision xtra meter. In addition, the customer's daughter in-law reported the customer had a medical event and she was diagnosed with severe hyperglycemia and severe hypoglycemia. Also, the customer was given insulin by the paramedics and given food in the emergency room at the hospital. It is unk if the customer had two different medical events or just one medical event. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.